Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device malfunctioned intraoperative. Device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action & summary was conducted/performed. The report indicates that: all the screw was retuned with the tip damaged which supports the complainant¿s description. The material was reviewed and no issues were found. All parts length/tip couldn¿t not be checked due to the tip damage. Because of the small size these implants are not etched with article and lot number information. As per device report information the lot number for all five screws are l225030. The DHR review shows that the devices met fully to our specifications at the time of manufacturing in february 2017. The raw material certificates and the inspection sheets for inspect dimensional/ final inspection meet inspection specification. Additionally, the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint. The available data supports the complainant¿s description of the complaint condition therefore this complaint is confirmed. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. However, since all the relevant features to the complaint condition cannot be measured, it is unknown if the cause of the complaint condition is a result of the manufacturing process. No manufacturing related issue was identified and/or confirmed, a final root cause cannot be determined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital address and telephone not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Part: 400.834s / lot: l225030. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 16 feb 2017. Expiry date: 01 dec 2026. (B)(4) generated during sterile packaging. The issue affects the over delivery of 1 pc of clip components for packaging as cannot be related to the complaint condition of broken screws. Non-sterile 400.834.05 / h091109 was manufactured in us, (B)(4). Part #: 400.834 (EU item no: 400.834.05), lot#: h091109 (non-sterile) ¿ ti low profile neuro screw self-drilling 4 mm. Quantity (B)(4). Component parts reviewed: part: 21015 lot: 9878452 (titanium). Raw material received from (B)(4). Raw material rework inspection for lims gage visual inspection. Certified test report and certificate of test for titanium received from perryman company meet specification. Raw material rework order requested on 10/02/2015 for lot 9878452. Raw material receiving/putaway checklist meet requirements. Inspection sheet for inspect dimensional/ final inspection meet inspection specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 28-apr-2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on (B)(6) 2017, five (5) separate low profile neuro screws broke. Additional screws were used to complete the procedure. No further information was provided. This report is for one (1) titanium low profile neuro screw self-drilling 4 mm. This is report 5 of 5 for (B)(4).